Manufacturer narrative:
The agent reported patient was infected complaint has been evaluated and is similar to report number 1644408-2022-01515; 346-14-709, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to wash out, insert exchange. Possible infection.